Manufacturer narrative:
Retainer = black on (B)(6) 2021 the customer alleged critical pump error (open book) alarm after moisture exposure. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Device displayed a flashing medtronic logo after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test, download trace/history files using thump, or verify critical pump error (open book) alarm due to flashing display anomaly. Device was cut open to perform visual inspection and moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. Flashing medtronic logo after power on is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). A test p-cap does lock into place inside the reservoir compartment properly. Critical pump error (open book) alarm complaint is unknown. Moisture damage complaint is confirmed. Unable to verify critical pump error (open book) alarm due to a flashing medtronic logo display because of moisture damage on the electronic assembly (pcba 1 and pcba 2). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error alarm. Customer stated that at time of incident they were swimming. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.